Event description:
It was reported that the customer was having issues with her sensor. The customer received the calibration error alert and the sensor error alert. The customer's blood glucose was 169 mg/dl. Troubleshooting was done. The customer stated that she had issues with pulling the needle housing out when inserting the sensor into the body. The customer stated that the electrode of the sensor was detached broken in half. The customer was unsure if a piece had broken inside the skin. Explain possible causes of a bent sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly however; found the sensor cannula was bent. Unable to confirm the needle complaint due to the customer only returned the sensor.